Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year-old male patient, while attempting to deliver the second shock, the device displayed a "defib charging error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer report was observed during review of the device history logs. However, the device was put through extensive testing including bench handling and full functionality testing without duplicating the report. An internal inspection found loose battery lug nuts, which were tightened as a precaution. We suspect a combination of hardware and state of charge on the battery, but we were unable to confirm. The device was recertified and returned to the customer. Review of the device logs indicated that the battery returned with the device, was not the battery used at the time of the event. The logs shows the first three charge events resulted in a charging error and on the fourth charge the energy was delivered. Both the fifth and sixth charges resulted in charging errors. The user removes/replaces the battery and the device provides three more discharges without incident. Analysis of reports of this type has not identified an increase in trend.